Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
It was reported on 5/21/2018, that a (B)(6) female patient with atrial fibrillation underwent procedure on (B)(6) 2017, an ablation/left atrial appendectomy (wolf - otsuka method) via thoracoscopic approach with atricure eml2. The surgeon performed ablation for 120 seconds without de-clamping, re-positioned, and then ablated again. After the ablation, an anesthesiologist indicated a thrombus formation in left atrium. The thrombus was indicated to be fluttering inside the left atrium, so heparin was injected. After the injection of heparin, the left atrial appendectomy was performed. After the la appendectomy, the thrombus was not found. The patient was rushed to the neurologist for MRI scan to identify thrombus location. According to a MRI angiography, small thrombus was confirmed in internal carotid artery and was removed by the sucking device. Currently, the patient is in stable condition. No neurologic symptoms were reported. The patient had a medical history of a thromboembolic event. There was not report of device malfunction.